Event description:
The customer obtained false positive total b-hcg results on serum samples from several patients. Negative results were obtained for the same patient samples using an alternate test method. Persistent false positve total b-hcg results of this type may result in the initiation of treatment. There were no allegations of patient harm as a result of this event.